Manufacturer narrative:
The patient reported that he is having an issues with his iuni replacement following the primary surgery. The patient reported that he is experiencing pain. The surgeries to remove plica occurred. Review of the device history record indicates the device was manufactured to specification.

Event description:
The patient reported that he is having an issues with his iuni replacement following the primary surgery. The patient reported that he is experiencing pain. The surgeries to remove plica occurred.

Manufacturer narrative:
Corrected data: the 510k number was corrected.